Manufacturer narrative:
Product analysis summary: the balloon was deflated on return. The proximal balloon bond appeared to have slightly collapsed. The balloon was inflated to nominal pressure of 12atm with no issues noted. The balloon deflated in 50s, with spec being =20s. No other damage was evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no difficulty when removing the protective sheath. There was no difficulty when remove the packaging stylette. It was stated that deflation difficulties were encountered from the very beginning after the first inflation. It was stated that the inflation pressure (atm) applied was within rated burst pressure but exact atm is not known. The device was not moved or re-positioned while inflated. The concentration of contrast / saline used was noted to be normal for the first time, then further diluted for the second time. The issue was still occurring even after the contrast was diluted. There was no intervention required to remove the device from the patient. The balloon was removed as normal after 20-30seconds of deflation time until fully deflated with no difficulties noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One nc euphora rx balloon catheter was attempted to be used to post-dilate a moderately tortuous, proximal left main (lm), left anterior descending (lad), circumflex (cx). There was no damage noted to the device packaging, and no issues noted when removing the device from the hoop. The device was inspected prior to use with no issues noted. Negative prep performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. No issues were noted during inflation. It was reported that balloon deflation difficulties were encountered. The device was slow to deflate at the lesion site and took around 20 seconds to deflate. It was stated that the balloon showed continuous slow deflation even after the in-deflator was replaced. No patient injury reported.

Manufacturer narrative:
Image analysis review: from the procedural images received, the deployment of two stents can be identified, although difficult to capture still images of the deflation difficulties, deflation of the balloon appeared slow on more than one occasion, due to only one time-stamp for the full procedure, an accurate calculation of the deflation is not possible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.